Event description:
Per the surgeon's report, the patient developed a wound infection that required explantation of the device (date not reported). The patient was reimplanted on the same side in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.